Event description:
It was reported while using bd vacutainer® sst¿ ii advance, insufficient negative pressure occurred during blood draw from one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the photo indicates underfill. Additionally, 20 retained samples were subjected to functional tests, and it was determined that all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, insufficient negative pressure occurred during blood draw from one patient. No adverse impact was reported regarding the patient or user.